Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep. That the clip applier jammed on the tissue with three clips remaining. It was stuck on the tissue. The jaws finally opened after the doctor attempted to fire it three times the jaws opened. The customer used another applier to complete the case. There was no patient consequence. The device will be returned for analysis.